Event description:
The customer states that when comparing the wbc results obtained on one patient in 2007 generated using a cell-dyn 1800 analyzer that the result did not match the result obtained on this patient from a different lab on another day (date and method not provided). The cd 1800 generated a wbc=12.3 k/ul result. The other lab obtained a wbc=21.5 k/ul result. No impact to patient management was reported. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
Investigation summary: cell-dyn 1800 generated discrepant wbc result. Controls were in range. The customer stated that the instrument had been moved recently. The physician requested a field service visit as soon as possible as he no longer trusted the results from this instrument. The field service representative (fsr) visited in 2007 and performed a pmi (preventive maintenance inspection). The fsr performed a multipoint inspection, replaced all pinch tubing, cleaned/lubricated valves, lubricated gears. Gains were set and calibration performed. The instrument performance was verified by running precision and controls, which passed. The cell-dyn 1800 system operator's manual, (07h80-01, rev m) states, on page 9-1, that overdue maintenance is usually indicated by an increase in the imprecision of one or more of the directly measured parameters (wbc or rbc or hgb or plt). This imprecision is due to carryover or dilution/sampling inconsistencies. If this occurs on more than a random basis, perform the appropriate maintenance more frequently than indicated. The text states that the patient wbc result of 12.3 k/ul had no flag, however, no data was available to verify this. It is unknown what patient limits the customer uses for wbc, however, the cd1800 default patient limits for wbc are 4.1 to 10.9 k/ul (p. 5-18). If the customer were using the default values, the value 12.3 g/dl would have a dispersional data alert. The operator's manual on page 3-25 states for dispersional data alerts that if a value falls outside a laboratory action limit the operator should follow a lab protocol such as repeat the sample, review a smear, or consult the physician. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01 for issues with discrepant wbc results. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev m section 3: principles of operation: system-initiated messages and data flags. Parameter data flags: dispersional data alerts, p. 3-25 section 5: operating instructions: setup instructions: patient limit sets: figure 5.10: patient limits screen, p. 5-18 section 9: service and maintenance: overview: p. 9-1. Conclusion: the device involved in the issue was evaluated. Service performed preventive maintenance and replaced tubing and adjusted calibration and performed verification testing with acceptable results. No conclusion can be drawn as to the cause of the event. No impact to patient management was reported due to this issue. This is the final report. End of report.